Manufacturer narrative:
Additional information has been received that this right ventricular (rv) lead continues to display high shock impedance measurements. At this time there has been no max energy shocks performed to assess the lead. The issue will continue to be monitored. If further testing is performed or if this lead is revised, this report will be updated. No adverse patient effects were reported.

Event description:
On recent evaluation it was noted that high, out of range, shock liead impedance readings are still being obtained with this device and rv lead system. The patient was going to continue to be monitored and no adverse patient effects were reported.

Event description:
Boston scientific received information that this right ventricular defibrillation lead and device displayed high out of range shock impedance measurements. Upon interrogation, the shock impedance was 114 ohms. Isometrics and pocket manipulation were performed and no changes or evidence of noise were noted. The pacing and sensing threshold measurements were stable. The patient's tachycardia therapy programming was adjusted and the physician will continue to monitor the lead. One month later, the lead continued to display high shock impedance measurements. The representative stated that the physician was aware and will continue to monitory the lead. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that the products remain in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.